Manufacturer narrative:
One helicut blade device was returned for evaluation of the reported complaint mode ¿shedding/flaking.¿ the returned device was evaluated dimensionally and found to conform to design requirements. Visual examination of the device found the device to be burr free. However, it was observed that the leading edge of distal portion of the cutting surface was blunted and partially rolled over. It is likely that the device struck a hard surface during rotation leading to damage to the blade cutting edge. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder scope procedure, it was reported that during the case there was metal shavings coming off the blade, which the doctor removed. The sheds were removed by being swabbed with a small mini-lap "forceps" type device and through the standard irrigation and suction. The surgeon felt comfortable that they (sheds) were all removed. A five minute delay, no patient injuries or complications were noted.